Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring was detached from the cartridge prior to using the cartridge. Blood glucose level was 98 mg/dl. A new cartridge was loaded to address the issue.